Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The clinic reported that the intralase created a partial flap in left eye that was unable to be lifted. The treatment was aborted and photorefractive keratectomy (prk) was planned for three weeks. Bcva from (B)(6) 2018: right eye pre-op 20/20 -2.75 x -2.00 x 5, left eye pre-op 20/20 -3.25 x -.75 x 168.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to johnson & johnson, vision has been submitted.